Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During the pre-test, it was determined that the device ran in safety and the rotations per minute (rpms) was below specifications. A visual and functional assessment was performed on the device which found that it ran in safety (power broken) and the rpm¿s were below manufacturing specifications. It was further determined that the low rpm¿s was due to worn out vanes due to normal wear over time. It was further determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which was caused by user error. During repair, it was observe that the lock cylinder and pawl release were damaged causing the device to run in safety, also the vanes were worn, causing the device to have low rpm. The assignable root causes were determined to be due to user error (power broken) and normal wear out from use (low rpm¿s). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post-surgery, it was discovered that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device ran in safety (power broken) and the rotations per minute (rpms) were below manufacturing specifications. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.